Event description:
While treating a patient in cardiac arrest, the device displayed a "pacer fault 117" message. Did not indicate that there was any adverse effect tot he patient due to the reported malfunction.